Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he had elevated blood glucose reading of ¿568 mg/dl¿ and symptom of vomiting when he awoke. He was admitted to the hospital and treated with IV insulin. At the time of the call to animas, the patient¿s blood glucose was in the 200¿s mg/dl while he is still being treated in the hospital. Troubleshooting indicated there was a potential inaccurate insulin delivery issue. There was no product misuse. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. This complaint is being reported because the patient required medical intervention for elevated blood glucose reading of 568 mg/dl while there was an alleged inaccurate insulin delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: no defect found. No alarms associated to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up correctly to total the tdd; showing the pump was delivering accurately until the last date used. Pump history shows the last basal delivery was on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. Pump was subject to a 29hr flow accuracy test; the pump passed and was found to be delivering within the specified range. No alarm or errors occurred during testing. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.